Event description:
During the procedure with the outback catheter, the physician was unable to pull the guide wire (spartacore .014") back into the cannula. The outback was removed, flushed again, and then loaded back over the guide wire. The guide wire still could not be pulled back. The outback and guide wire were removed together and a second spartacore guide wire was tried using the same outback catheter. The second wire also could not be pulled back into the cannula. The product was returned for analysis. It was noted that the cannula was slightly oval. In this case, guide wire compatibility may become compromised. In addition, the instructions for use (IFU) specifically state that guidewires with exposed proximal welds should not be used, and also states, "failure to use a recommended guidewire may result in damage to the guidwire, such as abrasion of the hydrophilic coating, release of polymer fragments, separation ofthe wire or inability to withdraw the outback ltd over the guidewire. The spartacore guidewire has an exposed proximal weld. This exposed weld could hang up on the cannula tip as it is being retracted. Per analysis, it was not possible to determine the cause of the ovalized tip. In this case, the use of a non-recommended guidewire and/or the oval shaped cannula likely caused the reported event.